Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803603, femoral head sterile product do not resterilize 12/14 taper, lot: 62131444, part: 00630505636, liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, lot: 62429333, part: unk, unk avenir stem, lot: unk, part: unk, unk cup, lot: unk.

Event description:
It was reported that a patient underwent an initial right hip procedure and subsequently was revised five years later due to right lateral hip pain, elevated cobalt level, pseudotumor and necrotic tissue. The femoral head was removed and the inside of the head showed slight staining and the trunnion of the stem showed some black staining. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 01.06010.002 - avenir mueller standard stem - 4022424. 00620005622 - shell porous with cluster holes 56 mm o.d. - 62553082. 00-6305-056-36 - trilogy acetabular system longevity crosslinked polyethylene liner, standard - 62429333. 00-6250-065-30 - screw - 62654861. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a right total hip arthroplasty due to advanced hip osteoarthritis. The patient was revised due to failed hip arthroplasty. During the procedure, adverse local tissue reaction secondary to tribocorrosion was noted. Pseudotumor, adhesions, and necrotic tissue were debrided. There was osteolysis around the rim of the acetabular cup. There was extensive corrosion buildup around the base of the femoral neck. The head and liner were replaced with new zimmer biomet products. No other findings / complications related to the event were noted. The received additional information does not change the final results of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: lot number.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting that the patient underwent a revision due to altr and elevated metal ion levels. Pre-operative MRI indicated fluid collection representing pseudotumor. Visual inspection of the returned head component reveals discoloration on the head¿s taper surface. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture on the stem¿s taper. Axial wear or corrosion marks were visible on the taper surface. Circumferential bands of deposits as well as surface pitting were observed in the taper. Quantitative eds of the taper¿s surface identified biological material containing some or all of c, o and p. Cocrmo substrate material showing elevated levels of cr, mo and o, possible evidence of corrosion products and titanium possibly transferred from the stem taper. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.